Event description:
It was reported that; during xia3 surgery (th10-l3), the tip of torque wrench was broken when surgeon tightened a blocker on l3 left side screw. The surgeon removed the broken tip and used the universal tightener instead after that.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per specifications. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement.

Event description:
It was reported that; during xia3 surgery (th10-l3), the tip of torque wrench was broken when surgeon tightened a blocker on l3 left side screw. The surgeon removed the broken tip and used the universal tightener instead after that.